Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a basic evaluation trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient accidentally pulled off their bandages and pulled their test leads out. They were completely removed. They had no further information to report. The issue was reportedly resolved at the time of the report. No surgical intervention occurred and none was planned, but it was noted the lead would be replaced in the future by a manufacturer product. Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). The rep reported that no lead replacement or retrial was planned; the trial was successful. When asked to clarify the statement the product would be replaced in the future by a manufacturer product, they noted this was just in reference to a future full implant; a full implant was planned.

Manufacturer narrative:
Concomitant medical products: product ID 309201 , serial# unknown, and product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 309201, serial# unknown, product type: screening device; product ID: 309201, serial# unknown, product type: screening device; product ID: neu_unknown, serial# unknown, product type: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). The rep reported that no lead replacement or retrial was planned; the trial was successful. When asked to clarify the statement the product would be replaced in the future by a manufacturer product, they noted this was just in reference to a future full implant; a full implant was planned. Additional information was received from the manufacturer representative (rep). They reported that the basic evaluation started 2022-jan-25.